Event description:
A clinical services manager reported that during an intraocular lens (iol) implant procedure, lens wasn't folded properly and didn't open correct way. Scheduled procedure was cataract and insertion of lens, it was completed by using another lens. There was no patient harm. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Only the device was returned loose in a bag. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully advanced. There was no damage observed to the device. The lens was not returned to evaluate. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The lens was not returned for an evaluation. Only the undamaged device was returned. The plunger was fully advanced. It cannot be confirmed if the lens and plunger were in acceptable positions for advancement per the instructions for use (IFU). IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. A qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).